Event description:
This is the description provided by the rep in the surgery. "During a spine fusion surgery a surgeon was malleting a cage into the disc space when the cage broke. The cage punctured the dura. When the surgeon was malleting the cage into place (seemed like he was hitting it for longer than normal and it was a 10x32 cage) the cage cracked in half. I don't know if there was an angle when he put it in. It was hard to see. They plucked some pieces out but the anterior portion of the cage was in halfway so they decided to tamp that piece in deep and put a 10x22 behind it (which went in without incidence). After finishing, they stitched the dura and applied duraseal and duragen."

Manufacturer narrative:
The product was not returned for eval. (B)(4).